Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the tka surgery for oa with the cements in question. In the surgery, the surgeon felt that mixing was strange, and many lumps were found in the prepared cement. This cement was discarded. The surgeon felt strange with the newly used cement too, but as there was no spare, she used it as it was. The surgery was completed successfully within 30 minutes delay. In this hospital, the same surgeon performs the mixing task every time. She mixed it with the same procedure as usual, but she felt strange with the cement that was made. The surgeon commented to investigate whether there was any problem with other manufactured products in the same lot. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code - 3172080, lot number - 9905844, and no non-conformances / manufacturing irregularities were identified.